Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023; and a suture was used. During the procedure, the needle snapped from the suture after multiple bites. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/8/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: 1. Were there any patient consequences? Ans: no patient consequences. Nurse put the defect suture aside and open a new suture pack to continue the surgery. 2. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ans: scrub nurse/circulating nurse describe what happened to the suture on ijn¿s internal product complaint report. Report is then gathered and product complaint was then lodged. 3. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Ans: received update from sales rep through face-to-face conversation that the complaint sample is not available for return on 29 feb 2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.